Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. Caller reported that the device was exposed to heat at a water polo game. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.